Event description:
It was reported the patient developed abdominal stimulation that could not be programmed away and proper paresthesia coverage could not be obtained. The patient wanted to have the device removed. The patient had an MRI which was noted as stable and the device was reprogrammed. Device interrogation was noted as normal for this subject. The event was related to the stimulator and resulted in the entire system being explanted (B)(6) 2013. The system was not replaced. The event required inpatient hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 97740, serial# (B)(4), product type programmer, patient product ID 97754, serial# (B)(4), product type recharger. (B)(4).